Event description:
In 2009, the lay user/pt's relative contacted lifescan (lfs) alleging that the pt's onetouch ultra meter was not powering on. The complaint was classified based on the conversation the customer care advocate (cca) had with the reporter. The reporter stated that the alleged power issue began on the late event of the day prior. The cca noted that the pt manages his diabetes with pills; however, the reporter denied that the pt took any action regarding his diabetes management as a result of the issue. Approximately 8 1/2 hours after the alleged issue began; the reporter stated that the pt developed symptoms of feeling shaky. The reporter denied that the pt received medical treatment as a result of the issue. At the time of troubleshooting, the cca noted there was no known trauma to the subject meter and that the patient replaced the battery as recommended in the owner's booklet. The power issue remained unresolved. Replacement products were sent to the pt. The complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.